Manufacturer narrative:
The icy catheter associated with this complaint was not returned for evaluation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During ivtm therapy, the icy catheter (lot# 202910) was placed in the right femoral vein. The catheter was inserted smoothly, with no reported difficulties. The following day, when the console was in max power mode, the nurse noted an empty 500 ml saline bag. No fluid leakage was observed on the floor, bed, or console, and around the start-up kit (suk) tubing. According to the reporter, the customer performed the catheter leak test and suspected the catheter leak and the infusion of 500 ml of saline fluid. The catheter was removed, and a new catheter was placed to resume therapy. According to the reporter, the patient is in an unstable condition, with no further harm reported.